Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Customer addressed the high blood glucose with a correction bolus via the pump and changed the infusion set and cartridge to resume insulin delivery. Despite experiencing multiple occlusion events, the customer resolved each with the same approach and did not require third-party assistance.